Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. The cause leading to the alleged pump failure (no alarm generated for upstream occlusion) is unknown. The clamp can only be engaged by the user and it is unclear if the clinician unintentionally forgot to reopen the clamp or left the clamp engaged for another reason. It is also unknown if the pump was switched off or on hold while the clamp was engaged. Per the caution found in the safety information on page 2-17 of the spectrum iq operator's manual, 41018v0900, revision e: "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarmed upstream occlusion during therapy of hydromorphone drip during therapy (dose, programmed amount and delivery rate unknown). One nurse went in to patient room and the blue clamp was clamped above the pump and no upstream occlusion alarm went off. There was patient involvement and adverse event associated with this event. No additional information is available.